Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced an alarm situation at home. Their spouse stated that the patient was fallen from the stairs, from about 1 meter high. The ambulance transferred the patient to the hospital. The system controller provided low flow alarms almost constantly. The pump running symbol was not seen, the pump running green light did not function although the pump was running at the set speed. This was a confusing situation for the physician assistants who received the patient in the implanting center. In the ambulance the patient was intubated, and their pupils were already a bit non-reactive. Log files showed that the pump was running until they stopped the pump manually. The wires looked perfectly fine, no pump stops were seen in the log files. The patient ultimately passed away due to a bleeding at the anastomose side from falling. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the reported alarms could not conclusively be determined through this evaluation, it was reported that the alarms occurred after the patient experienced a fall at home. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome was unable to be conclusively determined through this evaluation. The submitted log file contained events from 22mar2026 through 22apr2026. Low flow hazard events were captured on (B)(6) 2026. No other notable events were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. It was reported that the patient¿s partner called the hospital due to an alarm situation at home; the patient had reportedly fallen from the stairs about 1 meter high. The ambulance transferred the patient to the hospital, and the controller provided low flow alarms almost constantly. The patient was intubated in the ambulance, and their pupils were already a bit non-reactive. The log files reportedly showed a running pump until they stopped the pump manually. It was communicated that the cause of death was bleeding at the anastomose side caused by the fall, and the death was not considered to be device or therapy related. The device operated as expected. The device was not returned for evaluation. The heartmate ii lvas IFU, rev. B and the heartmate ii patient handbook rev. A are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate ii left ventricular assist system. This section also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm)). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.